Event description:
Patient had a ventral hernia repaired and was discharged home in stable condition. She contacted the facility less than three months after the event and returned to the emergency department with complaints of urinary retention. Bard foley catheter placed in emergency department by the rn and 1,000cc of urine was drained and patient felt much better. Bard leg bag was attached by the rn and the patient was discharged home with foley and leg bag in place. When patient woke the next morning and had no urine output in the bag, she stated that she needed to seek additional care at another facility. Patient had the urge to urinate, but was unable to do so. At the other facility, it was discovered that the urine leg bag had been put on 'upside down'. The foley catheter had been connected incorrectly to the urine leg bag; it was mistakenly attached to the outflow (flip-flo) valve instead of the inlet valve. When corrected, urine flowed and patient felt better again. No further medical intervention needed. No harm to patient. Patient denies removing the leg bag from the foley after it was connected on the first emergency department visit and rn does not recall that she put the device on backwards, but noted that the foley catheter easily fit on both the inlet and the flip-flo valves. No devices or packaging are available from this patient's experience. Unknown what size catheter or retention balloon were used. No other product information is available on the foley.